Event description:
The reason for call was patient reported that they have good connection on the handset in charging the implant but the charging level doesn't move, and they've had this with no change for a few days already. Agent had patient reset wireless recharger and closed all apps on the handset. Agent instructed patient to turn on wireless recharger, tap on recharger application on the handset, place the recharger over the implant and attempt to charge the implant. Patient mentioned seeing high and low on screen, agent understood this that the patient was on the coupling stage. Patient mentioned it's been 3-4 days since they were able to charge their implant; patient also mentioned therapy is off. Patient then mentioned the handset showed they needed to enter the wireless recharger serial number. Agent instructed the patient to enter manually and provided the serial number; patient mentioned not found. Patient confirmed the wireless recharger was still beeping and the handset was still trying to connect. When asked about charging quality, patient stated 5.3 and the middle number is 25 which still indicated they're still in the coupling screen. Agent reviewed information to patient and they need to reposition the wireless recharger to get a higher number. During the call, the patient stated "I almost felt like sometimes I'm getting shock from the battery (implant)"; patient mentioned they just felt the shocking just today while troubleshooting and prior to getting shocked patient noted that the therapy was off. Agent also asked the patient if they're using the recharging belt, patient then started using the belt. Patient then mentioned they have good connection but still described coupling screen. Patient confirmed getting excellent connection and 80% for the implant and therapy was on. Agent advised the patient to monitor the implant charging and reviewed sleep mode feature of the external devices. Agent also advised the patient if they feel the shocking once again, to contact their hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: wr9230 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9230 serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause was unknown and the issue had never happened again.